Manufacturer narrative:
The customer¿s complaint that the maxzero connector leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after the rn aspirated 10ml of waste blood then flushed the line twice she noticed the maxzero connector leaked liquid and it hit her face. This occurred while disconnecting the syringe from the connector and hearing a pop "like the blue inner piece of the clear cap popped back into place a little bit after syringe was removed". The rn performed a face wash and was wearing protective eyewear. There was no harm.